Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.0/+1.5/095 diopter, in the patient's right eye (od) and the lens went into the eye upside down. The lens was damaged while removing from the eye with no reported injury. The lens was not exchanged for another lens.

Manufacturer narrative:
Additional information: the lens was exchanged on (B)(6) 2016 for a same model lens. This resolved the problem. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that the haptic was torn. (B)(4).